Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via analysis of the submitted log files. Log file 9a180852 contained data spanning approximately 9 days (B)(6) 2020 per the timestamp). Log file 9a271012 contained data spanning approximately 4 days (B)(6) 2020 per the timestamp). Log file 9a180852 captured a driveline power fault alarm activate on (B)(6) 2020 at 20:46:22; the alarm remained active for the remainder of the log file. Log file 9a271012 captured a driveline power fault alarm activate on (B)(6) 2020 at 6:38:15; this alarm also remained active for the remainder of the log file. Both driveline power fault alarms were associated with power a broken faults due to the current sense on line a dropping below the threshold amperage. No other notable alarms were active in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided stated that the first driveline power fault alarm was cleared via the system monitor. The alarm then returned on (B)(6) 2020, resulting in a system controller and modular cable exchange. The account communicated that the exchanged system controller, serial number (B)(6), will remain as the patient's backup controller and therefore the controller will not be returned for evaluation. The exchanged modular cable was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 11may2020. The heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Ensure no yellow indicator is seen under the in-line locking nut. The heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2020-05256 and 2916596-2020-05449.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called with drive line power fault alarm. The event log captured constant drive line power faults starting on (B)(6) 2020, which continued for the remainder of the log file. Technical services recommended a modular cable exchange to try and resolve the alarm. The patient had additional drive line faults. The patient underwent a controller exchange ((B)(4) to (B)(4)) and a modular cable exchange (sn: (B)(4) to lot #6719883). The patient kept (B)(4) as a back up for their controller. The patient's modular cable will be sent back for evaluation.